Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not calibrating correctly and received a calibration error. Troubleshooting was done for calibration error. Customer also indicated that they have experienced blood glucose versus sensor glucose differences. Customer indicated that sensor glucose was 175 mg/dl and blood glucose was between 27 mg/dl and 240 mg/dl. Troubleshooting found that the sensor needed to be changed. Customer was advised to call back should issues persist.